Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working anymore, also keypad was unresponsive. The customer¿s blood glucose level was 175 mg/dl at the time of the incident. Customer stated insulin pump was exposed to fluid, insulin leaked from reservoir. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Also, device was received with a moisture damage on the motor and vibrator assembly noted. Unable to verify unexpected battery power loss, keypad anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.